Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise on the rv lead resulted to an inappropriate detection of vf. Shock was not delivered, as it was non-sustained. Noise was not reproduced via provocative lead testing. The lead remains implanted.

Event description:
New information notes that the lead was capped and replaced due to the non-sustained lead noise. (B)(4).